Manufacturer narrative:
Visual and functional inspections were performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and noted scratch appear to be related to operational circumstances of the procedure. It is likely that during advancement and/or inflation, the balloon outer surface became compromised or damaged against the anatomy resulting in the reported/noted balloon pinhole rupture. The noted scratch at the rupture site also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right forearm fistula. An 8x60mm armada 35 balloon catheter was prepared per the instructions for use and advanced without resistance. Once at the target lesion, the balloon was being inflated below nominal for the first time; however, a leak of contrast was noted on angiogram in the balloon area. The balloon catheter was removed and a pinhole on the balloon was noted. The procedure was successfully completed with a new 8x60mm armada 35 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.